Manufacturer narrative:
Additional information: h3, h11. H11: the device was received for evaluation. During functional testing the customer reported 'error 345' was not reproduced. A review of the event history log did not identify any system error 345 messages but instead one occurrence of a system error 343 (motor high-rate error) which might have been what the customer had intended to report. A service history review was performed and revealed that the device has no previous service events; therefore, a device history record review was performed. The device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is pending further evaluation at the manufacturing facility. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed system error 345 (thermistor disparity) during programming/setup in the maternal and child ward. There was no report of patient injury or medical intervention associated with this event. No additional information is available.